Event description:
It was reported that the camera head experienced white halo and bands on the image during an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: disconnection in cable unit. Based on the results of the investigation, the most likely cause that led to the malfunction is due to a disconnection in the cable unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.